Manufacturer narrative:
An event regarding altr involving a v40 cocr head was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. A review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Event description:
Patient had altr post primary hip surgery. Doctor revised the right hip. The primary accolade stem and cup were not explanted. The insert and head were explanted. Trident liner and new head was used.

Event description:
Patient had altr post primary hip surgery. Doctor revised the right hip. The primary accolade stem and cup were not explanted. The insert and head were explanted. Trident liner and new head was used.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.